Event description:
Information received indicates the lamp holder on the patient's light melted causing a burning/smoking in the fixture. No one was injured. Fire department did not respond. The account replaced the lamp holder and placed the light back into service.

Manufacturer narrative:
The damage to the lamp holder is likely due to improper installation of the fluorescent bulbs. Being that this would occur on all types (used in a medical environment or non medical environments) of fluorescent lighting fixtures and not isolated to only one type, hill-rom has informed its customer base to ensure proper installation of bulbs into fixtures.